Event description:
The customer's mother reported via phone call that the customer's insulin pump had a blank display after replacing the battery. The customer's blood glucose was 10 mmol/l. The customer confirmed that there was no physical damage or corrosion inside the battery compartment or on the insulin pump. The customer was advised to change the battery, and the customer stated that the insulin pump was working well. The customer was advised that the issue may have been the battery cap. The customer was advised that a replacement battery cap would be sent. The customer was advised to call back if the issue recurred. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.